Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and detected evidence of a saline spill on the exterior of the hospital cart. Additionally, evidence of saline was also observed in the hospital cart below the helium drawer. The fse powered on the iabp unit which successfully passed all power up self tests and displayed a "system test ok" message. The fse initiated autofill with a known intra-aortic test balloon and known trainer and allowed the iabp unit to pump for 60 minutes. The fse did not observe any alarms or abnormal function of the iabp unit. Additionally, the fse observed fault code #111 and #112 in the iabp log files indicating an issue with the coiled cable, coiled cable to backplane, or executive processor board. The fse was unable to duplicate the reported issue. The fse asked the customer's biomed to leave the iabp unit pumping with an internal trigger at 80 beats per minute (bpm) and the known iab connected for an additional 72 hours in an attempt to reproduce the reported issue. Testing is ongoing and an additional report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the display of the cardiosave intra-aortic balloon pump (iabp) flickered, turned completely black, and the pump shutdown thereafter. It was also reported a "water-like liquid substance was found on top of the hospital cart. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period dec 2019 through nov 2020 was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated the iabp, reported that he had followed up with he customer's biomed who confirmed that the iabp was still running without any alarms or any abnormal operation occurring. The fse provided the biomed a service estimate with recommendations for repair options. The customer declined the repairs at this time; however, since the fse had to complete a scheduled preventive maintenance (pm) on the iabp, the fse reported that since the reported issue was not replicated after the iabp ran for 3 days, the iabp pm services were completed. Full pm with all calibration, functional and safety checks to meet factory specifications were performed. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the display of the cardiosave intra-aortic balloon pump (iabp) flickered, turned completely black, and the pump shutdown thereafter. It was also reported a "water-like liquid substance was found on top of the hospital cart. No patient harm, serious injury or adverse event was reported.